Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged altitude alarm issue could not be verified. The alleged history issue was not verified due to the pump not being returned for investigation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump history was intermittently missing data. In addition, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy. Customer's blood glucose level was 60 mg/dl.